Event description:
It was reported that the patient is having skin flap issues. In january, the incision site opened and was draining. The patient's wound separated and the implant was exposed. The doctor performed a procedure to close the wound. In february, the site appeared to be healing. In march and april, the patient's incision site was draining and the patient was prescribed two courses of levoquin. The patient is being monitored.